Event description:
Info received indicates the right siderail does not lock due to a bent mounting bracket.

Manufacturer narrative:
The technician replaced the siderail mounting bracket to repair the bed.